Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ illeal conduit surgical procedure, the customer noted that after 1st coagulation and cutting cycle, a vessel sealer extend instrument could not be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the reporter confirmed that the surgeon could not recall the exact issue. It may have been it could not be opened again, or it was not cutting anymore.